Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the flap in front of the purge cassette on the automated impella controller (aic) was broken off. A different aic was able to be successfully used. There was no reported patient harm.

Manufacturer narrative:
The investigation into the console (aic) damage has been completed. The aic was returned for evaluation. The aic was evaluated finding that the purge pressure disk retainer was missing. Data logs were not reviewed after the device evaluation as they were irrelevant to the finding. Therefore the root cause of the reported damage was due to damaged component.